Event description:
The customer reported a leak behind the cassette. No medical intervention was needed. The customer declined to provided the patient's age and weight information. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A trima accel set was received for investigation. Upon visual inspection it was observed that the centrifuge pressure sensor had burst close to the center of the diaphragm. It was noted that all the centrifuge channel clamps were on the correct lines (rbc, plasma and platelet) and that the cps diaphragm and retainer ring assemblies were manufactured correctly. Through previous testing of trima accel sets, it has been found that if the lines coming out of the centrifuge are clamped while the cassette is being raised, excess pressure is generated inside the cassette. This pressure can then cause a component of the cassette to fail, such as the pressure sensor diaphragm. This results in a leak behind the cassette. Root cause: based on the evaluation of the returned set, the likely root cause is clamping of the tubing coming out of the centrifuge while the cassette was being raised.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.